Event description:
The user facility reported that an employee went to retrieve an instrument from the system 1e to be used in a patient procedure and could not open the lid to the processor. A steris service technician arrived and retrieved the instrument. The procedure was delayed approximately 30 minutes and was completed successfully. No injuries were reported.

Manufacturer narrative:
A steris service technician turned the system 1e power switch off and on and was unable to deflate the seal on the lid. The technician then released the air pressure at the bulkhead cap which then deflated the seal. The technician replaced the inflatable seal, tested the system 1e and verified that the inflatable seal was operating properly. The technician ran test cycles and confirmed the system 1e was operational; no further issues have been reported.